Event description:
It was reported that during a cryo ablation procedure, there was a start up system notice. The console was replaced without resolve. Troubleshooting was provided but multiple system notices were received indicating that there is a problem with the system and the safety system detected fluid in the catheter and stopped the injection. The balloon catheter, coaxial cable, auto connection box and electrical cable were replaced without resolve. The procedure was aborted and the patient was under general anesthesia. It was noted there was scavenging issues and a competitor device was on that could interfere with the console. No patient complications have been reported as a result of this event.